Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "rupture confirmed via mammogram and capsular contracture baker grade unknown". Later healthcare professional reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contrcature:unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed broken on anterior side assessed as surgical damage, observed two openings on posterior side assessed as fold flaw opening. As per the investigation procedure non penetrating nicks, creases, wear abrasion, missing shell, observed what appears to be like crater appearance on shell surface and observed 40 mm dark patch edge material inside gel device. Was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture confirmed via mammogram and capsular contracture baker grade unknown". Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device remains implanted.